Event description:
This patient in 1973 had silicone gel implants placed. In 1985 she developed a number of connective tissue disease symptoms, such as, facial swelling, raynaud's disease, myalgias and arthralgias of the hands and some flexion contractures due to the arthritis. She had a positive schirmer's test. She was diagnosed by a rhematologist to have a connective tissue disorder, possiblt sceroderma and fibromyalgia. The patient had a bilateral capsulectomy with removal of the implants. The right implant was ruptured and the left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.